Event description:
On 03/21/2022, it was reported by a sales representative via sems that a ar-6480 dw pumps lever comes up while running. This occurred during an unknown case, with no patient effect reported.